Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. Concurrent conditions included asthma ((B)(6) 2014), right lower quadrant pain and dysfunctional uterine bleeding. Concomitant products included leuprorelin acetate (lupron depot) and oral contraceptive nos. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 12 days after insertion of essure. On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), headache ("migraines / headaches"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia(painful sexual intercourse),") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with unilateral salpingooophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, headache, migraine, dysmenorrhoea, dyspareunia, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, mood swings, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: left and right: the number of expanded coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2014: diagnosis: uterus, cervix, left tube and ovary, hysterectomy: minute leiomyoma. Benign secretory endometrium, negative for hyperplasia. Unremarkable uterine cervix. Unremarkable right fallopian tube with attached paratubal lipoma. Unremarkable right ovary with corpus luteum, cystic follicles, and surface fibrous adhesions. Pregnancy test urine - on (B)(6) 2013: result: negative. Ultrasound scan vagina - on (B)(6) 2013: ta and tv imaging performed. The endometrium appears normal. Normal appearing uterus size and contour. Both ovaries and adnexae are within normal limits. No free fluid seen. Both clips are seen exiting the uterus and into tubes.; on (B)(6) 2014: ta and tv imaging performed. The endometrium appears normal. Normal appearing uterus size and contour. Both ovaries and adnexae are within normal limits.; on (B)(6) 2015: the uterus is surgically absent. The right ovary is surgically absent, the left ovary is within normal limits. Bilateral adnexae are within normal limits. No free fluid noted. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pelvic pain, dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2019: pfs & mr received: case become incident. Event injury nos was replaced with pelvic pain. Events added- mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, headache, migraine, dysmenorrhea, dyspareunia, weight gain, abdominal pain. Patient¿s date of birth and race were added. Date of insertion was updated. Date of removal and events onset dates were added. Lab data was added. Medical history, concomitant condition and drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.